Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time "is slow by 1 minute every 4 days". Customer stated blood glucose levels have been in the 100 mg/dl range. Customer reported they will continue to use the pump for inulin delivery.